Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that during service it was found that the device had a damaged neuro tip. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional info provided.